Event description:
Information received by medtronic indicated that the insulin pump got wet, asked to rewound and got red x with book, changed battery and got red light and had open book image error. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for alleged critical pump error (open book image), exposed to moisture, cosmetic damage located a crack on the device found on (B)(6) 2022. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow block alarm. Device passed active current test, however, failed sleep current test due to moisture and self test due to hardware low level failure alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unexpected insulin flow blocked alarm and hardware low level failure alarm were noted during testing. Device successfully downloaded to thus. Confirmed device alarm insulin flow blocked alarm on (B)(6) 2022 06:13:32.000 during priming and hardware low level failure alarm on (B)(6) 2022 08:37:07.000(line number = 367, file number = 37) with variable 3 in the device downloaded history. Hardware low level failure alarm was due to cracked solder joints on the chip on keypad assembly. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor assembly and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked case, cracked case (battery tube), battery tube threads - cracked and loose connectors, cold/poor solder joint etc. In summary, customer allegation for critical pump error (open book image) was not confirmed, however, insulin flow blocked alarm was confirmed. Hardware low level failure alarm was confirmed due to cracked solder joints on u1 chip. Cosmetic damage was confirmed, cracked case (battery tube) was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.